Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the foley catheter balloon during pretest. It was stated that the event happened during pretest and no problem was observed in the catheter during inflation. The inflation funnel of the catheter was not found to be swollen and the water was injected gently. Usually, the balloon could be inflated within 15 seconds. The user was unable to push the plunger at all. Per follow up information received via ibc on 05-oct-2022, it was stated that the event was difficult to inflate.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was evaluated.

Event description:
It was reported that it was difficult to deflate the foley catheter balloon during pretest. It was stated that the event happened during pretest and no problem was observed in the catheter during inflation. The inflation funnel of the catheter was not found to be swollen and the water was injected gently. Usually, the balloon could be inflated within 15 seconds. The user was unable to push the plunger at all. Per follow up information received via ibc on 05oct2022, it was stated that the event was difficult to inflate.